Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead continued to exhibit high out of range shock impedance measurements. Oversensing of noise on the rv channel was also observed. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the crt-d was explanted. A new implantable cardioverter defibrillator (ICD) and rv lead were implanted on the patient's opposite side. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Device memory noted that the shock impedance measured maximum of 225 ohms and a minimum of 176 ohms during the time frame ranging from approximately one year prior to explant to the explant date. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No noise was noted on the electrograms (egms). Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.